Event description:
It was reported that the patient had come into the clinic for a refill. At that time, the patient's caregiver reported that the patient had had the flu for about a week (nausea, vomiting, and weakness); however, the hcp believed that the patient was actually having withdrawal symptoms as the expected reservoir volume was 3 mls of lioresal, but the actual volume was 17 mls. The hcp decided the pump should be replaced as it was nearing end of life. No device troubleshooting was done, but the patient was scheduled for a dye study for possible catheter replacement during the pump replacement surgery. The pump replacement surgery was scheduled for 2008. The patient was given oral baclofen and recovered without sequela.